Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, periodontal disease, complication in site preparation (bone hiscence - buccal or palatinal), biomechanical overload, bruxism, pain, mobility. Overloading through immediate restoration (all-on-4). Cause probably an unrecognized bruxism. Same patient as (B)(6).